Event description:
It was reported that the patient is currently not have pain or swelling. The patient is reporting that when she turns in bed or when she is walking, she feels the implant. The patient states that she has had an MRI done and also has had her blood work done. Patient states that her cobalt level is 1.8 and her chromium level is 0.3.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.